Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 500 mg/dl at time of incident. Customer was assisted with troubleshooting. Customer stated that the insulin pump stopped working and did not turn on. Customer stated that they received a low battery alert prior to the replace battery alert or replace battery now alarm, timing was less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer stated that the battery was not previously used. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated that this was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected low battery alert, battery power loss alarm, replace battery alert, replace battery now alarm noted during testing or in the insulin pump trace download.